Manufacturer narrative:
Device evaluation anticipated upon product return.

Event description:
It was phoned in by sales rep that the endoplege balloon was leaking at the tip and from the catheter. This was found at prep, no patient injury.

Manufacturer narrative:
Evaluation: water was introduced into the balloon lumen and the water went into the balloon and also came out of the distal tip. Water was introduced into the pressure and infusion lumens and the water flows from where it should. The distal portion of the catheter was clamped in a vice to determine if there is interlumen leakage. There is interlumen leakage between infusion and the balloon lumens. Visually there is a kink approx. 13 inches from the distal tip. There is also a kink in the bellows and the balloon lumens. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. We cannot determine root cause of the failure mode. The kinks in the device can make the lumens crosstalk. This issue could not be traced to a manufacturing error or product design issue; hence a pra will not be initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.